Event description:
It was reported that a patient presented to the emergency room. Upon interrogation, it was noted that the pacemaker exhibited a high capture threshold. No intervention was performed and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.